Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the newly placed left ventricular (lv) lead was damaged after the delivery system was removed. The lead was then removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned and analyzed and the distal conductor of the lead was obstructed due to a competitor guidewire stuck in the lumen. The proximal conductor of the lead became extrinsically fractured due to pulling/str etching/overstress. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.